Manufacturer narrative:
Concomitant medical products: product ID: dtba1d1 crtd, implanted: (B)(6) 2014; product ID: 4518 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an infection occurred. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted. No further patient complications have been reported as a result of this event.